Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed infection 3 weeks post implant procedure. The device and leads were explanted. The patient was in a stable condition. Related manufacturer reference number: 2017865-2019-11203; 2017865-2019-11204.